Event description:
Five days after placing a catheter with the use of an introducer set, a piece of the wire from the introducer set was noted sticking out of the pt's arm. The section of wire was pulled out and an x-ray was taken to ensure that there were no other segments of wire in the pt. No pt injury occurred.

Manufacturer narrative:
Evaluation: no product was returned, only the lot number was provided to assist in this investigation. Unfortunately, without the actual complaint device, we are unable to determine with certainty how this incident may have occurred. However, based upon the info provided, it is feasible to suggest that during the placement and/or removal of the supplied wire guide, inadvertent contact was made with the needle bevel. We can advise that the attached caution label states: "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage." This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Nevertheless, the appropriate personnel have been notified of this matter.